Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the (B)(6) of bacterial peritonitis with culture positive for streptococcus cocci and klebsiella pneumonia in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis manifested by severe abdominal pain and cloudy effluent. The patient was hospitalized on (B)(6) 2010 for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient's remedial treatment was a fleet's enema. Pd therapy was ongoing. The peritonitis was ongoing and improved.